Event description:
Issue was reported with an incorrect time display on the pump. Customer did not experience blood glucose levels above 500 mg/dl or below 54 mg/dl, indicating no adverse impact on blood glucose levels. Customer was assisted by technical support in updating the pump time and advised to monitor for any recurring discrepancies; customer acknowledged these instructions.